Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of power cable disconnect and low power hazards on the heartmate ii system controller (serial number (B)(6)) was confirmed via log file analysis. The report of damage to the system controller power cables was also confirmed via provided photos. Log file analysis revealed that between 12aug2025 and 10sep2025, intermittent low battery hazard alarms activated during routine power source exchanges. The alarms activated when the white power cable was disconnected from external power and while the black power cable was connected to battery power. The alarms quickly resolved each time, once external power was reconnected to the white power cable. There were no other notable alarm conditions or parameter changes captured in the log file, and the pump operated as intended at a speed within the expected range. The provided photo of the system controller revealed rescue tape on the black power cable. A root cause for the reported events could not be conclusively determined through this analysis. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist device (lvas) instructions for use (IFU) and the heartmate ii patient handbook are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate ii instructions for use section 2, entitled ¿system operations¿, cautions the user to not twist or kink the system controller power cables. Section 3, entitled ¿powering the system¿, provides important information regarding the heartmate batteries, monitoring battery charge level and replacing depleted batteries, and how to properly switch power sources. The heartmate ii patient handbook section 5 ¿alarms and troubleshooting¿ and heartmate ii IFU, section 7 ¿alarms and troubleshooting¿, describe all alarms (visual and audible) and what action should be performed when they do occur, including alarms associated with low voltage conditions. The heartmate ii patient handbook section titled ¿emergency contact list¿ cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
D4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the site was wondering if the image would warrant a clamshell repair. Tape was present on inspection. Log files were sent for review. The log file captured power cable disconnect/low power hazards during power changes all throughout the log file. Both system controller cables were disconnected during a power change. When switching power sources, it was noted that the patient was on the black power cable at the battery and was switching from the white wall cable to the battery. When the white cable was disconnected and was relying on the black cable attached to the battery it alarmed. Based on that and the ebb being used with power changes it was suspected by the site that the power cables were damaged. A controller exchange was to be completed. There was no pump interruption during this event as the backup battery (ebb) functioned as intended. Despite the attached picture of damage on the driveline near the bend relief area, there was no evidence of any type of driveline electrical conductor issue seen in the log file. A clamshell repair could be scheduled for the tear near the metal connector. Otherwise, the log file captured routine events, there were no notable alarm conditions or parameter changes. The ventricular assist device (vad) was functioning as intended. The controller black power cable was reading below normal voltage even when connected to the mobile power unit. Technical services was to be onsite for the clamshell repair on (B)(6) 2025. On (B)(6) 2025 it was stated that the clamshell was completed per procedure.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.